Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 623-00-40f lot # mjlyim description: trident 0 deg insert 40mm. Cat # 5353-0-108 lot # 23033902 description: centpillar tmzf size 8 left. Cat # 6260-9-040 lot # mjj221 description: v40 cocr lfit head 40mm/-4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "the patient had an infection after the tha. The surgeon requested each sterilization certificates on the products."